Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device was heating up. The device was being used during an anterior cervical fusion surgery. There were no injuries or medical intervention. There was no additional information provided.